Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services found that there was an alert detected for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. Technical services discussed that rvat was suspended due to outputs at 5.0v for four consecutive daily measurements. Additionally, there was loss of capture as there were two consecutive deflections however, the patient did not experience any asystole. The hcp will bring the patient in for an evaluation and possible chest x-ray. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services found that there was an alert detected for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. Technical services discussed that rvat was suspended due to outputs at 5.0v for four consecutive daily measurements. Additionally, there was loss of capture as there were two consecutive deflections however, the patient did not experience any asystole. The hcp will bring the patient in for an evaluation and possible chest x-ray. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that the patient underwent a right ventricular (rv) lead revision due to the lead being dislodged. The revision procedure was successful, and the lead remains in service. No additional adverse patient effects were reported.